Event description:
It was reported that during the implant procedure the patient destabilized. The right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) were implanted and the procedure was stopped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient began the case with an american society of anesthesiologists (asa) physical status classification system level of four. The patient experienced ectopy when the rv lead was passed through the tricuspid valve and placed in the right ventricle. Cannulation of the coronary sinus was attempted but the clinician was unable to cannulate, so the clinician decided to place a left bundle branch (lbb) lead in the rv. While passing a catheter through the tricuspid valve, the patient went into sustained ventricular tachycardia (vt) requiring cardioversion. The lbb lead had not yet been inserted into the catheter. The patient's blood pressure dropped, so the implanting physician decided to end the case.